Event description:
It was reported that a malfunction alarm occurred. According to the customer, the pump went through the x-ray belt at the airport prior to the malfunction alarm occurring. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy. Customer¿s blood glucose level was 120 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.